Event description:
The plaintiff's attorney alleged the decedent experienced weakness, nausea and vomiting with hospitalization on (B)(6) 2012, a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-02871, 1225714-2013-02872, 1225714-2013-02873, 1225714-2013-02874, 1225714-2013-02875, 1225714-2013-02876.